Event description:
A pt who had a stent implanted in the trachea for treatment of bronchial cancer, coughed and found a piece of the stent in the mouth. The pt received a bronchoscopy treatment for the pre-existing condition after this event and the clinical outcome and pt's condition were reported as okay. Another stent implantation was not needed. The original stent is still implanted in the pt. The device remains implanted in the pt and will not be returned for eval. Therefore, a failure analysis could not be performed. A lot history search was performed and no other complaints were found for this lot number. It cannot be determined if the product met specs because the product was not returned. Co is unable to determine the relationship between the device and the cause of this event without the product.